Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm on (B)(6) 2025. The blockage was in the tubing. The insertion site was the abdomen, and upper above left/right. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6009517 have already been previously tested in the database 2227157 on 21/jun/2025. Test results: the reference samples were visually inspected and tested for flow. All test results were within specifications as per the test report database 2227157 complaint test report. Device history record (DHR) review: the lot 6009517 was manufactured according to the work instruction (wi) version 117, manufactured in the line inset 9, on 06/oct/2024 with a total of (B)(4) units. Glue tubing DHR review: the lot 4j04389 was manufactured according to the wi version 65, manufactured in the machine sc09, on 04/oct/2024 with a total of (B)(4) units. Trending: a query was run in database on 24/jun/2025 against malfunction code evaluated occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded) and lot 6009517 and other 1 complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production related to complaint code, other 1 complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.